Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the pump had stopped. Patient reported hearing alarms, assumed to be bolus launch alarms. And battery charger removal alarms. As it disconnected several times. A pump change was made the next day.